Event description:
I had surgery for pelvic organ prolapse on (B)(6) 2011. I was readmitted for hemorrhage on (B)(6) 2011. It was later discovered that the mesh had extruded thru the vaginal wall and I had to have another surgery on (B)(6) 2011. There was also another admission for gi problems on (B)(6). I was unable to void for greater than 3 weeks and had a foley catheter because the sling was too tight. The second surgery released the urethral sling and repaired the vaginal wall where the mesh had extruded. I continue to have voiding problems and it was suggested by my pcp and surgeon that I be treated for depression and situational anxiety "d.o." After a visit to the emergency department, they added ptsd and "fear of disease" to my problem list. I continue to have difficulty with urinary retention although this has improved to the point where I no longer have to do self catherization. I had no history of medical problems prior to the pop and was on no meds. I have had on-going issues with anemia. I am a (B)(6). I had a long discussion with my surgeon prior to the surgery about the literature that states vaginal repair with mesh is not advisable and that transabdominal is more successful. He assured me there was a very low incidence of problems with the transvaginal mesh repair and that he had never seen a problem with any of his patients. Concomitant medical products: this information is available from (B)(6).